Manufacturer narrative:
Product analysis conclusion; the reported stent graft inaccurate delivery and infolding could not be assessed on the films provided. Post-implant CT¿s were not available for review and the endurant stent graft in-vivo configuration could not be evaluated. Procedural angiogram showing the endoanchor deployment were also not provided. It is most likely that the user error reported was the main factor in the issues noted with infolding of the stent graft and its movement from its implanted position. The difficulty in passing or deflecting the helifx endoanchor devices could not be assessed on the films provided. It is possible that the tortuosity in the iliac arteries may have been a factor in the difficulty in passing the heli-fx devices also. D:4 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff was implanted in the endovascular treatment of a type ia endoleak on an non mdt stent graft on the (B)(6) 2021. After the aortic cuff was placed, the plan was to implant at least two rows of endoanchors. 2-3 endoanchors were implanted using a 28mm heli-fx guide. Due to some resistance in the wire, the guide snapped. The guide was then replaced with a 22mm guide. After replacing this guide, even more resistance was felt in positioning the guide and implanting the endoanchors. 10 endoanchors were managed to be implanted in total. When retrieving the guide from the heli-fx applier and replacing it for a diagnostic catheter, the physician couldn¿t pass through the cuff anymore with a wire and/ or catheter. It was discovered that the two distal markers of the cuff weren¿t on the same place that they were after placement. Also the configuration of the distal z-stents were displaying different on fluoroscopy. After making a digital subtraction angiography (dsa), it was discovered the endurant cuff was not in the correct position anymore. After a repeated dsa from the brachial approach, it was discovered that the cuff was in someway folded inwards and fixated by endoanchors. It was obstructing the lumen but blood/ contrast was still rapidly flowing passed it. Adequate femoral pulsations were observed. As per the physician the cause of the event was user error. It was hypothesis that because the guide was exchanged without a wire, it got behind the cuff and the non mdt stent graft main body in situ. So some endoanchors were placed only in the non mdt stent graft main body but at least one attached/ fixated the cuff to the opposite wall. No additional clinical sequalae were provided and the patient will be monitored.